Event description:
The customer reported via phone call that the insulin pump had scrolling numbers during a bolus attempt. The customer tried to resolve the issue by replacing the battery, but when she did, the insulin pump powered on and alarmed button error thereafter. The customer did not know the blood glucose reading. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with no esc button response due to a corroded keypad trace. No button error alarm was noted during testing. No ramping numbers without input or scrolling bar moving anomalies were noted. The unit was also received with a minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube window corners, cracked battery tube threads, and missing end cap sticker.